Manufacturer narrative:
The device was received undeployed. The download data showed high pulse widths reaching timeouts in addition to a drive stall occurring during the priming sequence. This caused the needle to not deploy. Examination of the reservoir found scratch marks indicating interference between linkage assembly and the reservoir while deployment. Though there was evidence of the linkage assembly being misaligned, since the device was received not deployed due to a drive stall it did not contribute to the reported event. The device was reset and the rerun did not replicate the timeouts or the drive stall. Inspection of the drive mechanism found brass shavings on the leadscrew. It could not be conclusively determined if the brass shavings caused the high pulse widths with drive stall. The exact cause of the high pulse widths with drive stall could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.